Event description:
Follow-up revealed the issue had resolved over time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had developed a hematoma at the ipg site. The patient has continued to have pain at the ipg site and bruising is noted. The patient went the emergency room on (B)(6) 2016 and was admitted to the hospital for one night for pain management but no further intervention is planned at this time. Follow-up revealed the bruising had improved.